Event description:
It was reported that when using the bd pyxis¿ cii safe was unable to open the refrigerator door containing narcotics, as a component located behind the monitor detached, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care due to the inability to access the narcotics. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager connected to the c2safe was not responded. A field service engineer found that the power cord that connected to the csa lan pyxisbus adapter had disconnected; upon reconnecting it, the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.